Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an insulin pump error. The customer's blood glucose levels was 75 mg/dl at the time of the incident. Troubleshooting was performed. Customer states the insulin pump error was cleared. The customer stated the power error has occurred before and had gone through troubleshooting. This alarm is a reoccurring issue. The insulin pump is returning for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Device received power error due to j6 connector resistance issue.